Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08720 inches. However, insulin pump was received with intermittent button response due to flattened all button dome switches. The keypad connector on lcd is locked properly during visual inspection. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer's parent reported that the customer's insulin pump buttons stopped working. The customer experienced symptoms such as nausea and dehydration. The customer was treated with manual injection, insulin drip, and fluid IV. The customer was wearing the insulin pump during the hospitalization. Customer's parent also reported that the insulin pump has a keypad anomaly that led to customer's high blood glucose. The customer¿s blood glucose was 257 mg/dl at the time of call. Customer¿s parent stated that the insulin pump were hard to press and unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.